Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2011, a spectra penile prosthesis was implanted. On (B)(6) 2011, the spectra was removed due to infection.